Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-may-2015, a tss performed routine troubleshooting with the customer by phone to address the reported event. The tss determined that the specimen was sampled from the primary sample tube. The customer was advised to check for clots, fibrin strands and bubbles prior to running specimen. This specimen had not been checked for clots, fibrin strands or bubbles. All control values were within range and there was no reported instrument malfunction. All other assay results were normal. The most probable cause of the reported event was due to a clot or fibrin strand in the primary sample tube which impacted the aspiration of the sample during the initial assay.

Event description:
On (B)(6) 2015 a customer reported that a troponin result initially reported as 2.7 ng/ml was repeated and the result was less than low on their aia-360 analyzer. This result was identified as a discrepant patient result. A technical support specialist (tss) performed troubleshooting by phone to address the reported event, which resulted in a discrepant patient result. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.